Event description:
It was reported that the patient's ams700 inflatable penile prosthesis pump and cylinders were replaced because the patient was unable to cycle the implant. The physician was unable to cycle the device prior to surgery. The device was tested outside of the body and was functional. When tested inside the body, the device would lock up and no "long" cycle. A 21cm ams700 cx cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.